Event description:
It was reported that during surgery the device was not cutting/spreading the mesh properly, as the blade in the device appeared to be dull. There was no harm to the patient, but a short delay was noted. Attempts have been made and no further information has been provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4,g3, g6, h1, h2, h3, h4, h6, and h10. Corrected h6 to worn. The results of the investigation are as follows: -review of the most recent repair record identified no repairs related to the reported event. The calibration and test cut met specifications. No problem found. -a definitive root cause cannot be determined. -the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Another skin graft was needed to complete the surgery. A 10 minute delay was noted. No further event information available at the time of this report.